Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-75603). This emdr is being submitted for the 1st strattice.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b7, d4, d6b, h4, h6, h10.

Event description:
This is follow up #1 to report on 27/aug/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a recurrent incarcerated incisional hernia surgery and was implanted with a strattice device lot #s10832-147, ref. # (B)(4) on (B)(6) 2010. Capturing catalog number as 1620002. On (B)(6), patient underwent a repair of recurrent incarcerated incisional hernia and was implanted with a strattice device lot #s10705-031, ref. #(B)(4). Patient also underwent a removal of previous abdominal wall mesh procedure and lysis of adhesions. On (B)(6) 2019, patient underwent open rives-stoppa ventral hernia repair with transversus abdominis release (tar), mesh excision and skin flap creation. The form lists the condition that was treated: from 2009 through 2012, hernia symptoms, hernia surgeries, post-op follow-ups. (B)(6) 2010 - drainage of intra-abdominal, abscess, lysis of adhesions, removal of previous abdominal wall mesh, repair of recurrent incarcerated incisional hernia with mesh (1st strattice implant). (B)(6) 2010 - drain site infection. (B)(6) 2010 - repair of recurrent incarcerated incisional hernia with mesh, removal of previous abdominal wall mesh procedure, lysis of adhesions (patient was implanted with a 2nd strattice implant). (B)(6) 2019 - abdominal wall botox injections. (B)(6) 2019 - open rives-stoppa ventral hernia repair with transversus abdominis release (tar), mesh excision and skin flap creation, adhesiolysis (patient was implanted with a non abbvie device, prolene mesh implant). Approx. 2014-2017 - pain management. 2018-2020 - hernia symptoms, surgeries, and follow-up. Approx. 2022-present - anxiety and depression. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the 1st strattice.